Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, and prime tests. The device was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Motor position encoder error alarm was not verified in alarm history due to history file was overwritten. The device also had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a motor error during the manual prime. Customer stated that the pump had been exposed to high magnetic field. The alarm persisted during troubleshooting and customer was unable to complete the manual prime. The blood glucose reading was not known. Nothing further was reported.